Event description:
A caller reported that their t:slim x2 pump battery would not charge, associated with a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue, which occurred before contacting support, was resolved by changing charging supplies, resulting in the pump beginning to charge again, requiring no further assistance.